Manufacturer narrative:
Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to a pump error 38 occurring during the rewind test. Successfully downloaded history files and traces using thump. Pump error 37 occurred on 12/28/2025 15:59:44.000 until 12/28/2025 16:23:07.000 and pump error 38 occurred several times on (38) until 12/28/2025 22:17:33.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on motor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. Per observation, the knit line near the belt clip plate is normal. No cracks noted during visual inspection. Pump error 38 was confirmed during testing and due to moisture damage on the motor home switch. Pump error 37 was confirmed in the history files. Exposed to moisture damage confirmed. Unable to confirm high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The blood glucose value at the time of the event was 396 mg/dl. The customer was treated with a bolus. The event involved product(s) mmt-342 , mmt-7040pa, mmt-441ak, mmt-1884. Troubleshooting was partially performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm, but was unable to rewind the pump. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-7040pa. No product return is required for mmt-441ak. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.